Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient and his spouse visited the patient¿s endocrinologist in the morning to adjust the settings on his omnipod insulin pump. The adjustment was made to increase insulin delivery due to persistently high blood glucose (bg) levels. This decision was based on discrepancies between the patient¿s bg meter, which showed a reading of 405 mg/dl, and the dexcom continuous glucose monitor (cgm), which showed a lower value of 377 mg/dl at an unspecified time on the event date. The patient had also been experiencing extreme fatigue and frequent urination. After the insulin dosage was adjusted, the patient and his spouse returned home. Initially, bg readings began to improve. However, by 3:00 pm, while the patient was seated at home, his bg spiked again to 423 mg/dl according to the bg meter. At that time, the dexcom cgm reading was not checked. Seeing this, the patient¿s spouse drove him to the hospital. Upon arrival, the exact bg reading was not reported but it was confirmed to be high. The emergency room (ER) staff administered saline and fast-acting insulin. The patient was discharged the same day with instructions to follow up with a doctor on monday. The spouse believes this discrepancy could lead to underdosing, potentially contributing to the patient¿s symptoms. At the time of the report, the patient was still fatigue and urinating frequently data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid at an unspecified time during the event date. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid at an unspecified time during the event date. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications." H2 correction h6 investigation findings - correction

Event description:
Subsequent to the initial MDR, a correction is required. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid at an unspecified time during the event date. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.